Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced low blood glucose level. The customer¿s blood glucose level was 52 mg/dl. The customer was treated with insulin pump. The customer declined to perform troubleshooting for the high or low blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
The initial report or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2017.